Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to an early sensor failure, the sensor wire's tip was missing. At the time of his call to dexcom technical support, patient's father reports that patient wasn't complaining of any complications.